Manufacturer narrative:
Continuation of d10: mdt-ICD implanted: unknown explanted: unknown mdt-lead implanted: unknown explanted: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had an implantable cardioverter defibrillator (ICD) system implanted and after awhile something went wrong with the leads resulting in the right ventricular (rv) lead tearing my right valve in half leading to sepsis. The patient stated they collapsed and apparently ¿died¿ but their heart somehow kicked back in. The patient stated they were hospitalized for 4 months after getting 3 heart operations to remove all leads and the device, and then one of surgery¿s being open heart surgery to have a prosthetic right valve implanted in my heart to replace the damaged one. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.